Manufacturer narrative:
Investigation/conclusion: the customer reported a discrepant low inratio inr result during testing. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances and the lot met release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Internal investigation has determined that certain relevant conditions can contribute to discrepant inr results. The patient was reported to have renal insufficiency. Renal disease was identified as a condition that may contribute to discrepant inr results. Since the monitor was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. A root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date inratio inr laboratory inr (B)(6) 2015 0.9 3.3 therapeutic range: 2.5 - 3.5 the time between testing was one (1) hour. There was no reported adverse patient sequela. There was no additional information provided.